Manufacturer narrative:
Device received with severely scratched lcd window. Unable to self-test and displacement test or verify missing segment due to severely scratched lcd window display. No cracked lcd window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump lcd screen was cracked and they could not see the screen well no more. The customer¿s blood glucose was unknown at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.